Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced smart remote manager failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that the reinstallation of the smart remote manager was necessary. A field service engineer replaced the adapter remote manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.